Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a loose pitch cable proximal due a loose mounting screw of the clamping pulley on input #5. The loosening led to a loss of tension in the associated handle cable and attributed this to the instrument triggering an engagement error in the system. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log review shows engagement failures via error code 22020 indicating engagement failure on the pitch axis. Common causes of engagement failures are attributed to an over constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Common causes of the failure loose pitch cable proximal and clamping pulley screw are attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.